Event description:
A malfunction alarm was reported due to a code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump, which was successfully reset, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurred again.